Event description:
In december 2004, while wearing the sound processor, the pt reportedly was unable to obtained link with the internal device. External equipment was exchanged. However, the problem was not resolved. The pt was seen for eval. Testing performed confirmed that the device was no longer functioning. In 3 days later, the decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.